Event description:
Complainant alleged that the cath lab clinicians were performing a catheterization procedure on a pt (age and gender unknown), when the pt presented a ventricular fibrillation heart rhythm. The clinicians then attempted to defibrillate the pt at 120 joules, using gel pads with the device paddles, but the device displayed a "poor pad contact" message. The clinicians again attempted to defibrillate the pt, but the device displayed the same "poor pad contact" message. Upon the clinicians third attempt to defibrillate the pt, a 120 joule shock was successfully administered to the pt. The pt then presented a normal sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.